Event description:
The customer contact reported the pump did not alarm when the tubing was clamped distal to the pump. The pump was returned to the central supply department with an unsigned note that stated, "distal occlusion too low." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump did not alarm when tubing was clamped distal to the pump. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm when the tubing was clamped distal to the pump. This was due to worn threads on the half nut. This allowed the half nut to slip on the lead screw when occlusion pressure built. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).